Event description:
It was reported that the patient had high impedances on 11 contacts of the lead and was not receiving good stimulation. The lead was reprogrammed on 3 operational contacts and the patient had very good stimulation in both legs. The patient later underwent a revision procedure due to inadequate stimulation. The lead was explanted and replaced. The explanted lead was discarded. The patient was doing well postoperatively and has good pain coverage.